Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned low results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh). Based on the data provided, the tsh results were erroneous. The erroneous results were not reported outside of the laboratory. The initial tsh result was 0.037 uiu/ml. The sample was repeated twice and the results were 4.81 uiu/ml and 5.09 uiu/ml. No adverse event occurred. The tsh reagent lot number was 143583. The expiration date was not provided. A specific root cause could not be identified. A general reagent issue can most likely be excluded. Based on the information provided for investigation, the most likely root cause is related to pre-analytical issues from micro clots or bubbles/foam on the sample or a sample tube that was not properly aligned.